Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to damaged cubie lid and lid taped shut. A field service engineer ejected damaged cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that the malfunction prevented access to remainder of the drawer, resulting in delays in medication delivery to the patient. However, the staff managed to retrieve medications from an alternative station, and the pharmacy subsequently indicated that there was no harm to the patient(s). There were no adverse events or injuries reported based on this incident.